Event description:
An attempt was made to use two resolute onyx coronary drug eluting stent to treat a long diffuse, mildly tortuous, severely calcified lesion in the mid distal right coronary (rca) with 90% stenosis. The devices were inspected with no issues. Negative prep was not performed. The lesion was predilated several times at 16 atms using a 3.0x20mm nc euphora device. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that a resolute onyx 3.5 x 30mm device was attempted to be used in the mid right coronary artery (rca) however the device failed to cross the lesion and the stent deformed in vivo during positioning. A 3.5x12mm non-compliant balloon was used to further predilated the whole of the right coronary artery (rca), the balloon was inflated several times at 16-18atm. Following the additional pre dilations a second resolute onyx 3.5 x 30mm was attempted to be used however the device failed to cross the lesion. Stent deformation was detected during retrieval of the stent. A non mdt wire was passed through the lesion as a buddy wire. At this time a 3.5x26mm resolute onyx stent was passed successfully into the mid right coronary artery (rca) and deployed at 16 atm. Another 3.5 x 34mm resolute onyx stent was deployed at 16 atms in the proximal right coronary artery (rca) over lapping with the distal stent. Post dilation was performed with a 3.5x12mm balloon at 22 atm and 24 atm. It was reported that there was a successful percutaneous coronary intervention (pci) to the right coronary artery (rca) with two drug eluting stents. The patient is reported to be alive with no injury. Technical opinion: despite adequate pre-dilation, two resolute onyx devices were deformed upon passage into a long calcified lesion in the right coronary artery (rca), the long right coronary artery (rca) is as shown in control angiography.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned for evaluation. A kink was evident on the distal shaft. A kink was evident on the inner member. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: three still images were received. One each of the product shelf cartons from which the product lot number and sizes can be confirmed. One still image was received showing the deformation of the stents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no issues noted with the 3.0x20mm nc euphora device. A 3.5x12mm medtronic non-compliant balloon was used to further predilated the whole of the right coronary artery (rca), the balloon was inflated several times at 16-18atm. There was no issues noted with the 3.5x12mm medtronic non-compliant balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.